Event description:
Event: placement of stent in graft. Event details: a 360 degree wire wrap was noted during the procedure. The device was noted to be at a less than 45 degree rotation. A stent was implanted in the right limb. The left internal iliac artery was covered during the procedure. The graft was successfully implanted.